Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person, contact office - mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected field - h8. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The temperature was 30 degree higher than normal. The fse replaced the threaded probe temperature sensor. A running test was performed and the results were good.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) system overheating occurred. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.